Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. External insulation abrasion was found at 44.3-45.2cm from the lead tip. The etfe coating was intact. Internal insulation abrasions were found at 7.6-7.8cm, 13.2-14cm and 33.6-34.1cm from the lead tip. Internal insulation abrasion was found under the svc shock coil at 27.5-28.8cm from the the lead tip. The etfe coating was intact at these locations.